Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer¿s blood glucose level was 590 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump and manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.